Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo13.2 implantable collamer lens, -9.0/+1.0/093 diopter, tore/broke before injection into the eye. The lens was found cracked just before implantation. There was no report of any apparent injury.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens broken. (B)(4).

Manufacturer narrative:
Corrected information: follow-up #1 - 01/05/2017. (B)(4) previous code not applicable, secondary intervention was performed (exchange).